Manufacturer narrative:
H.7. Updated.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2019 a patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. At some point during the procedure, the leading olive broke away from the delivery catheter of the trunk-ipsilateral leg component and remained on the back-up boston scientific meier wire. This was not realized initially and the contralateral leg component was advanced over the same guidewire. At the end of the procedure, angiography revealed the new position of the leading olive tip of the trunk-ipsilateral leg component was now located at the end of the contralateral leg component. The olive tip was retrieved using a gastroenterology snare device. The patient tolerated the procedure.

Manufacturer narrative:
Initial reporter name and address. Updated.

Manufacturer narrative:
Results code 2: 213: the engineering evaluation stated the following: a visual inspection of the leading end of the delivery catheter revealed no leading olive present. The detached olive was not returned. Engineering inspected the leading end of the deliver catheter and found no residue or material transfer from the leading olive to the polyimide. Photos provided from the event attachments were also investigated. From the photo, no polyimide material is observed beyond the trailing edge of the olive. However, the interior of the olive is not visible. Therefore, it cannot be concluded that there was a break in the polyimide leading to the detachment of the leading olive. Imaging provided shows the olive after deployment within the patient and no catheter appears to be visible indicating the separation of the leading olive from the delivery system. Based on the findings from the evaluation of lot/serial (B)(4), the physician¿s observation of the detached olive was confirmed. The likely cause for the separated leading olive is consistent with a lack of bonding between the leading olive and the delivery catheter.